Event description:
It was reported that during a prior repair performed by a getinge field service engineer (fse) it was observed that the compressor would cycle on/off causing the balloon waveform to drop down to no augmentation and then cycle back to full augmentation. The compressor could be heard turning on/off. This would occur during both autofill and pumping. It would happen 1 out of 4 times when the unit was power cycled, otherwise it would work fine. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the fse tried both the compressor and the motor control board and had the same issue. The fse resolved the issue by replacing the front end board then completed a calibration and full system test. All tests passed to factory specifications. Returned to the customer and released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
The suspected faulty front end board was returned to getinge. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a unrelated repair performed by a getinge field service engineer (fse) the compressor would cycle on/off causing the balloon waveform to drop down to no augmentation and then cycle back to full augmentation. The compressor could be heard turning on/off. This would occur during both autofill and pumping. It would happen 1 out of 4 times when the unit was power cycled, otherwise it would work fine. There was no patient involved and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6). The national repair center installed the front end board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of the compressor cycling on and off. The board passed testing and was not the cause of the failure. The board will not be sent to the supplier. The supplier is no longer able to test this board. The board will be scrapped per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed". The failure analysis and testing dept. Installed the compressor scroll and tested the compressor to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat was able to replicate the failure of the compressor cycling on and off and hearing a motorboating sound coming from the compressor. The balloon pressure waveform would also drop down to no augmentation and then go back up. The compressor failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.